Event description:
Procedure type: ileal conduit construction. According to the reporter: two days after the operation, she was reoperated because of anastomotic leakage. A large defect was detected at the anastomotic line, and here several staples that were not closed properly were detected. The patient had peritonitis, and a stoma was created. She was treated initially leaving the abdomen open and closed temporality with a vac pack. She was treated in ICU. After some days her abdomen was closed. Patient injured, extension of op by more than 30 minutes, no blood loss, no extension of incision, no change of op, no loss or damage to tissue. No reinforcement material was used in conjunction with the stapling device. The conditions of the patient is improving but she is still hospitalized. She will need another operation due to the stoma.

Manufacturer narrative:
(B)(4).